Manufacturer narrative:
A siemens field service engineer(fse) analyzed the data from the (B)(4) data management system. After analysis of the data from the siemens instruments, the fse determined that there was a database anomaly in the (B)(4) system software. A recall action has been initiated to correct the database anomaly in installations of v14.0.4 software of the (B)(4) software. Crr 2432235-03/04/13-003-c has been submitted to the local recall coordinator. No further evaluation of the devices is required.

Event description:
The (B)(4) data management system lost results for tests that were re-run. There were no reports of adverse health consequences or known patient intervention due to the lost results.